Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. The issue was due to a short circuit in the charged-coupled device cable. The monitor displayed a black screen with no image, which occasionally returned to normal. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on the electrical connector and error 217 (scope error). A root cause could not be identified. Based on the results of the investigation, it is likely the image issue had been caused by charged-coupled device cable damage resulting from repeated physical stress. The error 217 was likely to have been caused by damage to the imaging unit and poor contact at the connector, resulting in the inability to save data. The corrosion on the electrical connector was likely caused by degradation which led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had an intermittent image. The malfunction occurred during inspection for use and there were no reports of patient involvement.